Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. The pump indicated half of the bag infused; however, the bag was full. This was observed during patient infusion with 1g magnesium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.